Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a power source alert was received when attempting to charge the pump. There was no reported impact to the customer's blood glucose level. Reportedly, the customer was able to plug the pump into a wall adapter and was able to successfully charge the pump.